Manufacturer narrative:
Corrected the part number to 67-5313. The returned device was confirmed to be lot number 030318 which was purchased in august 2019. Based on this information, the device has been in use for approximately 4.5 years. A review of the returned device noted significant signs of wear and tear along the cutting edge of the device confirming many uses. A hardness test was performed on the device, which confirmed that the product was properly hardened during manufacturing. Based on the above information, it can be determined that the device did not break due to a deficiency in the material or workmanship of the product. It is likely that the device experience external stress for improper care and handling that caused a break in the blade of the device. Based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional information pertinent to the investigation, a subsequent follow up report will be submitted.

Manufacturer narrative:
The device is being returned on RMA 62796 for evaluation. There has been a totald of 118 sold of all lots with no additional complaints recorded. Once we have completed our evaluation or if additional information is obtained that is pertinent to the complaint, a supplemental report will be submitted.

Event description:
The customer alleged that during an ent procedure, the tip of the scissor broke off. It was noticed when the scissor was removed from the surgery site that the very tip of the scissor was missing. The tip was located inside the nose and removed with no additional harm to the patient.